Manufacturer narrative:
The device was returned to olympus for evaluation, and it was observed that the image was foggy due to fluid invasion inside of the objective lens. Upon further inspection, it was observed that the bending section over was leaking. It was also observed that the insulation of the insertion tube connector was at megaohm value =0 and as a result did not meet the standard value. It was observed that the glue of the bending section cover was cracked. Lastly, it was observed that the bending section had six frayed wires. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of a foggy image could not be determined. Consideration: we presume from the following investigation result that the event occurred by deterioration of watertight in objective lens due to moisture invaded objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a foggy image due to invasion of fluid into the objective lens. There were no reports of patient involvement.